Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11 iol returned in lens case. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is bent/deformed. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. The used company cartridge was returned inadequate viscoelastic was observed in the cartridge. A small scrape was observed on the bottom of the tip. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned of further evaluation. Top coat dye stain testing was conducted with acceptable results. The root cause for the reported complaint appears to be related the a failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed in the cartridge.the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure, the haptic was trapped in the injector. The surgery completed with another lens on same day. There was no patient contact and impact. Additional information has been requested.